Event description:
Information was received from a patient(pt) regarding an implantable neurostimulator. The reason for call was caller reported that they had a dye test done on their spinal cord over a year ago, and they have never been able to get the stimulator that runs in their arms turned back on. Caller stated they are seeing a triangle with an exclamation mark and a circle with an I on the screen when they try to connect to the implant. Agent reviewed ins battery life expectancy. Patient reported no issue with their other implanted neuro stimulator. Agent reviewed information with caller and redirected to healthcare provider to further address possible ins replacement/status of the ins.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.